Event description:
Home patient (hp) contacted baxter's tech service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during drain 2/5 of their automated peritioneal dialysis (apd) therapy. Reportedly, hp noted that kitten had chewed multiple holes in the middle of the pt line of the hc set during therapy. Tsc assisted hp in ending apd therapy early, hp completed the therapy by setting up with new supplies. Hp was administered prophylactic antibiotics as a result of this incident.